Event description:
It was reported the pt line detached from the cartridge canister. Customer's blood glucose level was elevated.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A f/u supplemental report will be submitted if the device has been received.